Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the patient was not satisfied with the outcome of the iol surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/06/2009, 02/09/2009, and 02/20/2009 by phone, fax, mail. A completed questionaire has not been received. This report was mailed to FDA on: 02/27/2009.